Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to stay closed. A field service engineer (fse) found that the drawer 4.2 of the half height drawer experienced multiple pocket failures. During testing, pockets opened slowly, and cubie rows b and c were missing. Upon manual removal of all pockets, foil packages were found underneath, resting on the jump pins. The area beneath the pockets was cleaned. The drawer was tested using test software and registered pharmacist performed inventory, and all pockets were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.